Manufacturer narrative:
All available information was investigated and the reported knotted lock line, mechanical jam of inability to remove the lock line and lock line break were confirmed via returned device analysis. The reported inability to open the clip during use could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported inability removing the lock line and subsequent break appear to be related to the knot. However, a cause for the knot cannot be determined. The inability to open the clip appears to be due to the broken lock line. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.na.

Event description:
This is filed for inability to remove lock line, lock line break and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip was successfully deployed. Then the second clip delivery system (cds) was advanced to the mitral valve, and the clip was placed fine. However, during the deployment sequence, the lock line was stuck when retracted back approximately 20 cm. The clip was to be inverted but when the lock lever cap was opened, the lock line was released indicating a lock line break. Then the clip would not open. The physician pulled on the lock line strongly, but the clip would not open therefore, the clip was deployed and the cds was removed while leaving the lock line in the steerable guide catheter (sgc). The lock line was cut and pulled out from the hemostatic valve of the sgc, ending the procedure. It was noted that a knot was observed on the lock line. Two clips were implanted, reducing mr to <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.